Event description:
It was reported the patient had an elevate posterior graft implanted in (B)(6) 2013 for a large rectocele with some vault prolapse. At her 3 week post op visit, the patient complained of flatus from her vagina. No mesh erosion or fistula were seen. Eleven months later on (B)(6) 2014, the patient was seen by the physician for an "off pinkish pv discharge." The physician noted granulation tissue with a bit of mesh like material underneath the mid posterior vagina. The physician attempted to the exposed mesh but the patient was not prepared for the additional procedure at that time. Six weeks later, a small amount of mesh was seen in the vagina. The physician was able to remove the exposed mesh at that time. The patient was doing fine, but was incidentally found to have occult blood in her stool. A colonoscopy was performed on (B)(6) 2014 and mesh was noted in the rectum. No further intervention or patient complications were reported in relation to this event.